Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - returned product consisted of a liberte-veriflex stent delivery system (sds) and stent with no other devices. There was blood and contrast in the guide wire lumen. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive inflation pressure. The hypotube was detached/separated 50cm from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation, and the material was jagged and stretched, which suggests that the separation may be related to tensile overload (material stress/fatigue). The magnified inspection presented no damage or irregularities that could have caused or contributed to the reported crossing difficulty or the confirmed hypotube detachment. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed (B)(4) 2013. It was reported that during a stent treatment procedure, the device was unable to cross the lesion. The target lesion was located in the left anterior descending (lad) artery. The 3.5 x 32 mm liberte bare stent was advanced however was unable to cross the target lesion. No patient complications were reported. However; returned device analysis revealed a shaft break.